Manufacturer narrative:
H10: the customer called in to report that a battery alarm failure had occurred. A field service engineer (fse) went onsite and confirmed the error code for the battery failure was confirmed in the event log. The fse then replaced the battery and confirmed the reported issue was resolved. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a battery alarm failure had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that a battery alarm failure had occurred. Repair is currently pending.